Event description:
On (B)(6) 2025, (B)(6) hospital reported that while delivering inhaled nitric oxide (ino) therapy using the noxboxi device to a pediatric patient a product problem occurred. The hospital staff reported the device alarmed for an internal fault/system diagnostics, requiring staff to restart it and switch to manual backup. This restart resulted in the device defaulting to 0 ppm no, causing a low dose alarm and a minor, transient desaturation event for the patient. The device was promptly replaced, and the patient's oxygen saturation values returned to their pre-event baseline.

Manufacturer narrative:
Analysis of device log files during servicing identified a protocol recovery error concurrent with the reported event. The investigation, including rigorous testing, found that device demonstrated full compliance with all manufacturer specifications pertinent to the reported issue, with no persistent negative performance impacts observed. Log file data also uncovered several severe user errors, including instances of using the device on a patient without proper calibration, operating it without a passed system test within the recommended 7-day window, and multiple customer initiated forced shutdowns. These actions represent significant departures from the proper protocols outlined in the technical guide and training materials, directly impacting device performance and potentially patient safety. A review of complaint data for this specific reportable condition confirms the product problem falls within established control limits.